Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. The reporter stated, the pt changed her infusion set and site the night before the incident. She was admitted to the ER on the same day, diagnosed as having high blood glucose. She was treated with IV insulin and fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.